Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. Based on the device identification, the complaint databases were reviewed for similar reported events regarding pain. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision of acetabular component. Update 20/jul/2018: as reported by rep: patient had a painful hip for years. Surgeon would like the head checked for wear. Head, liner, and shell were revised.